Event description:
I have a tdxsp power chair that invacare and (B)(6) sold me that they said was good and had no problem every time I turn around there are parts falling off the chair and now it's making a loud noise I can smell grease at the back when I recline my chair that makes a loud noise that drives me crazy I try to get my chair fixed by the medical place in (B)(6) they said they have a lawyer sorry can't help you. And now I have a chair that click at the battery and makes noise and smell and leaked grease. Invacare and (B)(6) said it's not a recalled chair and you won't have any problems out of it at all. Well I guess that was a lie the chair backed popped off and the footplate broke and arm rest now it makes a small pop at the battery and greasers leaks everywhere. I looked up on the FDA a recall on tdxsp of invacare recalls.